Event description:
Elevated crp [c-reactive protein increased]. Redness [erythema]. Knee pain [arthralgia]. Knee swelling [joint swelling]. Case description: spontaneous report was received on (B)(6) 2011 from a healthcare professional regarding a (B)(6) male pt, with a history of infectious arthritis, who experienced knee pain, knee swelling, knee redness and elevated crp after starting synvisc-one. The hcp reported that she is an allergist and did not administer the synvisc-one injection. The pt received one synvisc-one injection in his knee (date not provided). The hcp reported that after the injection, the pt experienced knee pain, knee swelling, knee redness and elevated crp (date not provided). The pt required treatment for his symptoms. The hcp reported that the pt was taken to the operating room and had his knee "scoped and cleaned out" (date not provided). The product lot number was not reported. At the time of this report, the outcome of the pt was unk.

Manufacturer narrative:
Additional info was received on (B)(6) 2011 in the form of qa results. Evaluation summary: the product lot number was provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship fo the product is not affected by the report.